Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively (2007), the patient presented with grade 1+ diffuse lamellar keratitis (dlk) in the right (od) eye and grade 2-3+ dlk in the left (os) eye. A flap lift and rinse was performed in both eyes (ou) the same day; a second lift and rinse was performed on the left (os) eye three days later. Patient was treated with topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 ou. Postoperative bcva was 20/25+1 od and 20/40 os. The os eye was corrected for near vision and the bcva taken was for distance vision. This is considered as a monovision treatment. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 02/06/2007, a field service engineer inspected the laser and performed a scheduled preventative maintenance. The laser system met specifications and performed as intended. The following month, an intralase clinical applications specialist (cas) provided surgery support and observed the site has been modifying their laser settings on a continuous basis, against the advice of the cas. Additionally, the site has had on-going construction adjacent to the surgical suite since 2006 that is stirring up dust and debris in the area. An environmental company evaluated the surgical site and noted that the ventilation system was not working effectively, most likely due to an air filter that was improperly installed. White powder was observed on equipment and noted in the environmental report, even though the site uses powder free gloves.